Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure embed in uterus/ its lodged in my uterus'), device expulsion ('essure embeded in uterus') and blindness ('vision but its gone to crap in the past 2 yrs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included allergy to animal. Concomitant products included anti allergic agents for headache as well as macrogol 3350 (miralax). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), gastrointestinal pain ("gi pain and inflammation are gone after daily butcher knife pain"), gastrointestinal inflammation ("gi pain and inflammation are gone after daily butcher knife pain"), headache ("headaches"), migraine ("migraines"), seasonal allergy ("seasonal allergies"), pyrexia ("I get random temps"), constipation ("chronic constipation"), gastritis ("gastritis"), gastrointestinal wall thickening ("thickening of bowel"), gastrooesophageal reflux disease ("acid reflux"), renal pain ("pressure on kidney"), gallbladder disorder ("pressure on gallbladder"), lung disorder ("pressure on lungs"), malaise ("sick"), blindness (seriousness criterion medically significant), loss of libido ("loss of libido"), abdominal distension ("bloating") and allergy to animal ("pet allergy"), was found to have a pregnancy with contraceptive device ("pregnancy and essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, headache, migraine, seasonal allergy, pyrexia, constipation, gastritis, gastrointestinal wall thickening, gastrooesophageal reflux disease, renal pain, gallbladder disorder, lung disorder, malaise, blindness, loss of libido, abdominal distension and allergy to animal outcome was unknown, the gastrointestinal pain and gastrointestinal inflammation had resolved and the weight increased had not resolved. The reporter considered abdominal distension, allergy to animal, blindness, constipation, device expulsion, embedded device, gallbladder disorder, gastritis, gastrointestinal inflammation, gastrointestinal pain, gastrointestinal wall thickening, gastrooesophageal reflux disease, headache, loss of libido, lung disorder, malaise, migraine, pregnancy with contraceptive device, pyrexia, renal pain, seasonal allergy and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: loss of libido ,weight gain, bloating ,pregnancy , essure embedded in uterus, device ineffective most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- pet allergy. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure embed in uterus/ its lodged in my uterus'), device expulsion ('essure embeded in uterus') and blindness ('vision but its gone to crap in the past 2 yrs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included allergy to animal. Concomitant products included anti allergic agents for headache as well as macrogol 3350 (miralax). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), gastrointestinal pain ("gi pain and inflammation are gone after daily butcher knife pain"), gastrointestinal inflammation ("gi pain and inflammation are gone after daily butcher knife pain"), headache ("headaches"), migraine ("migraines"), seasonal allergy ("seasonal allergies"), pyrexia ("I get random temps"), constipation ("chronic constipation"), gastritis ("gastritis"), gastrointestinal wall thickening ("thickening of bowel"), gastrooesophageal reflux disease ("acid reflux"), renal pain ("pressure on kidney"), gallbladder disorder ("pressure on gallbladder"), lung disorder ("pressure on lungs"), malaise ("sick"), blindness (seriousness criterion medically significant), loss of libido ("loss of libido"), abdominal distension ("bloating") and allergy to animal ("pet allergy"), was found to have a pregnancy with contraceptive device ("pregnancy and essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, headache, migraine, seasonal allergy, pyrexia, constipation, gastritis, gastrointestinal wall thickening, gastrooesophageal reflux disease, renal pain, gallbladder disorder, lung disorder, malaise, blindness, loss of libido, abdominal distension and allergy to animal outcome was unknown, the gastrointestinal pain and gastrointestinal inflammation had resolved and the weight increased had not resolved. The reporter considered abdominal distension, allergy to animal, blindness, constipation, device expulsion, embedded device, gallbladder disorder, gastritis, gastrointestinal inflammation, gastrointestinal pain, gastrointestinal wall thickening, gastrooesophageal reflux disease, headache, loss of libido, lung disorder, malaise, migraine, pregnancy with contraceptive device, pyrexia, renal pain, seasonal allergy and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: loss of libido ,weight gain, bloating ,pregnancy , essure embedded in uterus, device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure embed in uterus'), device expulsion ('essure embedded in uterus') and blindness ('vision but its gone to crap in the past 2 yrs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included allergy to animal. Concomitant products included anti allergic agents for headache as well as macrogol 3350 (miralax). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), gastrointestinal pain ("gi pain and inflammation are gone after daily butcher knife pain"), gastrointestinal inflammation ("gi pain and inflammation are gone after daily butcher knife pain"), headache ("headaches"), migraine ("migraines"), seasonal allergy ("seasonal allergies"), pyrexia ("I get random temps"), constipation ("chronic constipation"), gastritis ("gastritis"), gastrointestinal wall thickening ("thickening of bowel"), gastrooesophageal reflux disease ("acid reflux"), renal pain ("pressure on kidney"), gallbladder disorder ("pressure on gallbladder"), lung disorder ("pressure on lungs"), malaise ("sick"), blindness (seriousness criterion medically significant), loss of libido ("loss of libido") and abdominal distension ("bloating"), was found to have a pregnancy with contraceptive device ("pregnancy and essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, headache, migraine, seasonal allergy, pyrexia, constipation, gastritis, gastrointestinal wall thickening, gastrooesophageal reflux disease, renal pain, gallbladder disorder, lung disorder, malaise, blindness, loss of libido and abdominal distension outcome was unknown, the gastrointestinal pain and gastrointestinal inflammation had resolved and the weight increased had not resolved. The reporter considered abdominal distension, blindness, constipation, device expulsion, embedded device, gallbladder disorder, gastritis, gastrointestinal inflammation, gastrointestinal pain, gastrointestinal wall thickening, gastrooesophageal reflux disease, headache, loss of libido, lung disorder, malaise, migraine, pregnancy with contraceptive device, pyrexia, renal pain, seasonal allergy and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: loss of libido ,weight gain, bloating ,pregnancy , essure embedded in uterus, device ineffective. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information was added. Event: loss of libido were added. Fu 3, 4 ,5 ,6 and 7 were processed together. On 20-mar-2020: social media received. Reporter's information added. Fu 3, 4 ,5 ,6 and 7 were processed together. On 20-mar-2020: social media received. Reporter's information added. Event: weight gain, bloating were added. On 20-mar-2020: social media received. Reporter's information added. Event: pregnancy , essure embedded in uterus, device ineffective were added. Fu 3, 4 ,5 ,6 and 7 were processed together. On 20-mar-2020: social media received. Reporter's information added. Fu 3, 4 ,5 ,6 and 7 were processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.